Manufacturer narrative:
Block b3: the exact onset of event was not reported. The reported event date of june 1, 2025, was chosen as the best estimate based on the bsc aware date. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 (initial reporter city): the initial reporter city is saitama city, saitama prefecture. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Imdrf impact code f2301 captures the reportable event of additional device used to remove the stent.

Event description:
It was reported to boston scientific corporation that an advanix rx pancreatic stent was implanted in the pancreatic duct to prevent pancreatitis due to spontaneous drop during an endoscopic pancreatic drainage procedure performed on (B)(6) 2024. During a routine follow up check-up, a computed tomography (CT) scan was performed and revealed that the stent remained within the intestinal tract and appeared to have penetrated it. The stent was left in place, and a gastroscopy was subsequently performed on (B)(6) 2025. The procedure confirmed that the stump of the pancreatic duct stent had entered the diverticulum and was successfully removed without any signs of perforation. There were no patient complications reported as a result of this event.